Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post inferior vena cavagram was revealed the filter was approximately 2 inches below the opening of the renal veins. Approximately, six years of post-deployment, the patient was admitted to the hospital for vascular surgery and a computed tomography (CT) angiogram for abdominal aortic aneurysm revealed subsegmental pulmonary embolism. Imaging was revealed thrombosis of the inferior vena cava filter. There were no device deficiencies identified within medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient and the reason for deployment was not provided. The patient reportedly diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The device has not been returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient and the reason for deployment was not provided. The patient reportedly diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.